Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that approximately 2 cm of the catheter dislodgement was found. The removable suture wing was used, however, it was not secured with suture. There was no reported patient injury.